Event description:
It was reported that shaft hole occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine cutting balloon catheter was advanced for dilatation. However, during pressurization, balloon could not be inflated normally. The device was removed and tested outside the patient. It was found that the balloon was leaking air and there was a hole in the outer shaft. The procedure was completed with a new cutting balloon. No patient complications as a result of this event and the patient condition were stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).